Manufacturer narrative:
Device brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that an occlusion was found in the catheter after placement. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence, and no additional procedures were required.